Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, the device was explanted. The device was not returned for eval. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specs, and co was unable to determine the specific relationship of the device to the event.